Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external abrasion breaching the optim sheath was noted at 44.1 cm ¿ 44.7 cm from the distal tip with the silicone insulation found intact. The cause of external abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.